Event description:
It was reported that high lead impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two pieces. Internal abrasion was found at 7.3 to 8.6cm and 34.6 to 35.3cm from the distal tip. The re and rv conductors were visible in these areas. An internal abrasion was found under the rv shock coil at 5 to 6cm from the distal tip. The etfe coating was intact at these locations. Unable to confirm high lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasions.